Event description:
It was reported that the catheter was placed in the pt for home IV antibiotics. During the PICC insertion procedure, the spring wire embolized at the insertion site. A cut-down procedure was required to remove the indwelling spring wire guide. It appears that user technique/error is responsible for this event.